Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging he was unable to test on his onetouch verioiq meter because it was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during the first week of (B)(6) (unknown year) at 9 am. The patient reported using non adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. However the patient reported a reading of "435 mg/dl" was obtained on the same day as the alleged issue at 10:30 am and 45 minutes later, 20 units of novolog insulin was administered. At the time of troubleshooting, the cca was able to determine that the subject meter's battery did not need to be replaced per battery usage life recommendations. The patient was educated on the auto shut off behavior of the meter, but the alleged issue remained unresolved. The cca confirmed there was no misuse of the meter, and this was not the first time the meter had been used. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.